Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was 3 mmol/l. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent express bolus button response due to corroded keypad traces. No button error alarm occurred during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, and a stained end cap sticker.